Manufacturer narrative:
Follow-up #1 date of submission 03/14/2013-device evaluation: the cartridge has not been returned but a retained cartridge was evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the cartridge passed visual inspection with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Lot no. B201917.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that there is a leak at the luer lock. They were unable to determine if leak was coming from the tubing or cartridge. The patient also stated that their blood glucose (bg) level was 350-400mg/dl with no signs or symptoms or medical intervention. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient denied insulin leaking into cart compartment and denied any visible damage to the product. The patient confirms he is securing the tubing to the cart per IFU. This is being reported due to leak at the leur lock.